Event description:
It was reported that intermittent occlusion alarms occurred. The customer changed supplies and resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer pulls insulin from a used cartridge and uses it in a new cartridge., tandem technical support educated the customer reusing insulin is considered off label insulin use per the tandem user guide.

Manufacturer narrative:
Per tandem user guide: do not reuse insulin. Reuse of insulin may result in an inaccurate display of the insulin level on the home screen. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.